Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges she noticed drops of insulin in cartridge compartment every time that she changed the last three cartridges. Every time she removes the cartridge she sees insulin drops in compartment. No adverse event reported. Requested return of the alleged device for evaluation.